Event description:
The customer obtained a lower than expected vitros trop I es proficiency sample result (ln25-02 result = 0.03 ng/ml vs expected result = 0.344 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no report of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros trop I es proficiency sample result was obtained while using the vitros 5600 analyzer. The investigation could not determine a definitive root cause. However, improper pre-analytical sample handling cannot be ruled out as a possible contributing factor. There is no evidence that the vitros 5600 analyzer or the vitros trop I es reagent had malfunctioned.